Event description:
It was reported that an occlusion alarm occurred, and multiple previous occlusion events were noted. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by filling the tubing, removing the cartridge, using a plunger, and resuming insulin, but declined additional assistance, leading cts to close the case.